Manufacturer narrative:
Updates fields: d8, e4, h2, h3, h6 & h11.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed noisy image. The event occurred during inspection for use. There were no reports of patient involvement.